Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter city, state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter city, state): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached and some of them were moved and overlapped. There was one broken band and a detached band. The suture thread was in good condition. The handle had marks of insertion of the trip wire. The device was observed under magnification, and the handle had marks of insertion of the trip wire. The ligator housing teeth were also found bent. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were overlapped, and one band was broken. These suggest that the device could not deploy. These conditions could have been generated due to an excess of tension applied when trying to make the deployment of the bands. This situation could have moved the bands and even caused the rupture which clearly indicated inability of the device to deploy. It is possible that the functionality of the device was affected in some way; perhaps an excess of force, manipulation or the technique used could have contributed to the reported event. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on june 16, 2022. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.